Manufacturer narrative:
Follow-up repair information and root cause the biomedical engineer replaced the power management board to address the reported problem. Failure analysis on the returned power management (pm) board shows that during debugging the pm pcba found d3 (switching diode) shorted and d37 (switching diode) open on the power management pcba. D3 and d37 were replaced on the power management pcba.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator failed performance verification test step 10 power fail test. The unit did not transition from battery to ac when the battery was disconnected, the unit did not power on. The customer reported the device was not in use on patient.